Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported to biomed that an infusion programmed to infuse at an unknown low rate dripped faster than expected. The medication was thought to be a cardiac drip programmed in anesthesia mode, and may have occurred between (B)(6) to (B)(6) 2018 on the ICU east care unit. No patient harm was reported to biomed. No tubing was sequestered and the devices were sent to biomed on (B)(6) 2018. The devices were tested on 6/14/2018 and the units passed preventative maintenance testing.

Event description:
It was reported to biomed that an infusion programmed to infuse at an unknown low rate dripped faster than expected. The medication was thought to be a cardiac drip programmed in anesthesia mode, and may have occurred between 6/12 to 6/14/2018 on the ICU east care unit. No patient harm was reported to biomed. No tubing was sequestered and the devices were sent to biomed on 6/14/2018. The devices were tested on 6/14/2018 and the units passed preventative maintenance testing.

Manufacturer narrative:
The report that an infusion programmed at a low rate dripped faster than expected could not be confirmed as the intended drug, dose and rate were not provided. Physical inspection showed no anomalies. The associated pcu event log showed that the pump module was programmed while in anesthesia mode to infuse norepinephrine, weight based dosing, 0.064mg/1ml with a patient weight of (B)(6) kg. The infusion was started at 8:56am on (B)(6) 2018. The rate was titrated several times from 8:56am to 1:12pm while in anesthesia mode, ranging from a low of 1ml/hr to a high of 6ml/hr. The dosing range for the rate changes was 0.0083 mcg/kg/min to 0.05mcg/kg/min. After the anesthesia mode was discontinued the rate was increased to 7ml/hr at 1:44pm. The rate was then being titrated lower and was set at 2 ml/hr at 3:03pm. The dose was then changed at 4:20pm to 1 mcg/kg/min which increased the rate significantly to 120ml/hr. The infusion ran at this rate for approximately 3 minutes before the infusion was terminated. The total volume infused for this drug was recorded at 26.295ml. The volume infused when the rate was at 120ml/hr was 7.276ml. Rate accuracy testing found the module to be infusing within specifications. Although the intended infusion parameters were not provided, it is suspected that the increase in the dose/rate at 4:20 pm was what the user reported as the infusion dripping faster than expected. A root cause for the event was not identified but is suspected to be associated with this user programming event, changing the dose to 1 rather than changing the rate to 1 as was likely intended.